Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient was experiencing urinary issues. The physician does not believe the issue to be related to the device, but may have been caused by the anesthesia. A catheter was placed and the patient remains under medical supervision.